Manufacturer narrative:
(B)(4). Concomitant medical products: item # 183010, vanguard cr ilok fem-lt 65, lot # unknown; item # unknown, biomet arcos patella, lot # unknown; item # 141223, biomet cc I-beam tray 71mm, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-06601, 0001825034-2018-06604 and 0001825034-2018-06602.

Event description:
It was reported a patient underwent right primary total knee arthroplasty. Patient was noted to have a urinary track infection twice postoperatively. Patient was treated with levaquin.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.